Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of a heavily calcified common femoral artery was achieved using a perclose proglide device. Reportedly, the following day, the patient developed diminished pulses of the limb. A doppler ultrasound revealed an occlusion at the access site, which was surgically removed, the vessel was patched, and hemostasis was achieved surgically. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The customer reported the common femoral artery was heavily calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for the reported diminished patient pulses of the limb included, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing to assure that all products perform according to specifications they are subject to an inspection and a sampling of finished devices is destructively tested to verify the functionality of the device. There was no reported information provided to suggest an incorrect operator deployment technique. Challenging patient anatomical conditions may have played a role in the reported diminished patient pulses of the limb. A femoral angiogram performed prior to arteriotomy closure revealed that the common femoral artery was small, less than 5mm, heavily calcified, but with no tortuosity or access site/groin scarring present. The proglide device instructions for use, state under special patient population that the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Additionally, during needle deployment, the needles can cause calcification to break off from the interlining of the artery wall, which can migrate to a narrow vessel causing restriction of blood flow. A diminished patient pulse of the limb is a known potential adverse event associated with the use of the proglide device. Although a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, the patients small diameter (less than 5 mm) and heavily calcified common femoral artery may have been contributing factors. A query or review of the complaint handling database was not performed because the device lot number was not reported. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.